Event description:
The advocate stated his daughter's blood glucose readings were not being stored in the memory of the contour next link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent .